Event description:
Boston scientific was made aware that in 2008, that an injection gold probe bipolar catheter using during a colonoscopy procedure, may not have injected properly. The customer reported that cautery worked fine but the nurse had a difficult time deploying and retracting the needle. The anatomy of the patient and/or a torqued scope may have contributed to the event. There case was completed with this device. Patient was reported to be "fine".

Manufacturer narrative:
The lot number of the suspect device is unknown; therefore, the manufacture and expiration dates cannot be determined.